Event description:
The customer reported that the 9600 system keeps rebooting on its own. No pt injury was reported.

Manufacturer narrative:
Customer stated system is operational and cancelled service call.